Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to loose bus bar pad p4 inside of the battery. The root cause for the loose bus bar could not be positively identified. There was no death or adverse event associated with the battery malfunction.

Event description:
A us distributor reported that a battery was unable to power on a monitor.